Manufacturer narrative:
The product was not returned for evaluation. Device history record (DHR) - unable to be completed as no product ID number or lot or serial number was provided. Complaint sample was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch report number - 0100390000-2020-8004. A facility reported that when the physician was attempting to obtain the graft from the skin, the dermatome failed, obtaining only pieces.